Event description:
It is reported that the patient is claiming harm caused by the device, however, the nature of the harm is unknown at this time.

Manufacturer narrative:
Evaluation summary: review of the surgical reports provided indicates the surgical technique was followed. No x-rays were received, so no check could be made for correct fit and orientation as per the surgical technique. Patient factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs. High impact) are unknown. A definitive root cause cannot be determined with the information provided. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Should additional substantive information be received, the complaint will be reopened.